Event description:
It was reported to boston scientific corp in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approx fifteen mins into the procedure, there was a low-water level alarm. The prolieve catheter had a tear in the anchoring balloon. The physician completed the case with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
Pt's exact age is unk; the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.